Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: the customer stated ¿when removing the shield, the needle with the shied was separated from the barrel.¿